Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant, the helix would not fully extend. Failure to capture, poor sensing and high, out of range pacing lead impedance were noted. The lead was not used. A replacement lead was successfully implanted. No further issues were reported.